Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient experienced another stall of their pump today, (B)(6) 2025, with no obvious triggering factor. He again heard the critical alarm from the pump at around 8:30 am while at home. The rep saw him in consultation at around 10:00 am, and interrogation of the pump confirmed "pump motor stalled" at 7:32 am. The hcp intentionally performed a reprogramming action on the pump at 10:27 am hoping that would restart the pump, but there was no immediate success. The hcp waited for a few hours in the absence of any clinical signs of withdrawal and saw the patient again at 2:00 pm: the motor had restarted at 10:47 am. The patient's planned change of pump is planned for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s age at the time of the event was unknown. The status of return regarding the explanted pump was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that there was no information regard ing the health care provider and the health care facility associated with the event in spain. No more actions/interventions were taken as the pump was changed on (B)(6) 2025. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) included the name and address of the hcp associated with the event in spain. It was stated that medtronic spain was contacted during this inpatient stay in (B)(6). Additional information received indicated that there was an exchange between european technical services and the health care facility and the hcp where the patient was being monitored. It was stated that the patient was on leave in spain when the pump rang. The patient consulted a doctor in a spanish hospital who recommended that they return to france and move closer to his follow-up center. The rep was informed by the hcp and european technical service directly following the file and the technical services agent declared the event. The pump had restarted as described in the hcp's email and then the pump stalled again. The decision was taken to change the pump and this was carried out by another hcp on (B)(6). The pump was recovered on tuesday, (B)(6) 2025 from the health care facility and was being transported for analysis.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified corrosion on the feed thru posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with electrical shorting by moisture and residue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted on (B)(6) 2025. However, the patient experienced three pump malfunctions (motor stalls) starting on (B)(6) 2025. These incidents occurred while the patient was abroad (in spain) and then again upon his return (france). Following these malfunctions, the patient contacted the manufacturer, who recommended a return to france for a thorough check-up. No specific triggering factors were identified. In addition, the patient did not show any obvious withdrawal symptoms. The pump was explanted and replaced on (B)(6) 2025, regarding risk of poor spasticity management. The defective pump was retained after explant for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the annex code e2402 was not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdc code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at a dose of 210.03 mcg/day via an implantable pump. It was indicated that there were two motor stalls without apparent reason. It was stated that the 2 timing events lasted 2 hours and 20 minutes on (B)(6) 2025 and 7 minutes on (B)(6) 2025 which were consistent with the critical alarms heard by the patient and his wife when they were at their holiday destination in (B)(6), spain, especially after 5 days of his stay. This motivated the patient to go to the nearest hospital and consult and they did not spot any unusual magnetic field source. According to the patient's account, the pump was not exposed to a magnetic source and there was nothing that could explain the cause of the engine stalling. The patient did not report any therapeutic problems during this period. According to the session long report provided, code 529 [the pump motor has stopped and has been restarted. This may be due to an MRI scan] and code 303 [the time of the pump was not synchronized with the time of the controller] was seen. According to the system log events, the following was observed: on (B)(6) 2025, the pump stalled at 8:28 and restarted at 10:53. On (B)(6) 2025, the pump stalled at 5:08 and restarted at 5:17.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. No actions/interventions were taken to resolve the 303 code. The 303 code was not resolved as the pump was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that based on the patient's report a critical alarm was triggered on (B)(6) 2025, at 8:28 am, with a complete pump stoppage for 2 hours and 25 minutes (no further baclofen delivery). A critical alarm was triggered on (B)(6) 2025, at 5:08 am, with a complete pump stoppage for 9 minutes. A critical alarm was triggered on (B)(6) 2025, at 7:32 am, with a complete pump stoppage for 3 hours and 15 minutes. Regarding the current condition of the patient, it was stated that no more baclofen was being delivered into the spinal cord with a sudden return in spasticity. Actions taken in the health care facility for patient care was not provided.